Event description:
Technician alleged that the foot end brake casters ratchet slightly in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the foot end brake casters to resolve the issue.